Manufacturer narrative:
Siemens healthcare diagnostics has confirmed the hemoglobin a1c_3/ a1c_3m reagent kit lots 230 ((B)(4)) and 231( smn (B)(4)) used on the advia® 1200, 1650, 1800, 2400, and xpt chemistry systems may demonstrate an increased occurrence of high %(B)(6) bias. Siemens internal investigation demonstrates reagent lots 230 and 231 may exhibit a positive bias averaging 0.6% (B)(6) units, ranging from -0.1% to 1.1% (B)(6) units. The bias was observed when comparing %(B)(6) means to ngsp pooled patient target-value assigned samples ranging from approximately 5.5% to 8.0% (B)(6). The maximum bias was observed at higher %(B)(6) concentrations. Qc samples may exhibit a similar bias. An urgent medical device correction (umdc) chc-15-19 is being sent to us customers and a urgent field safety notice (ufsn) chc-15-19 is being sent to ous customers in september of 2015. The umdc and ufsn state that customers are to discontinue use and discard reagent kit lots 230 and 231.

Event description:
The customer has observed calibration failures for the hemoglobin a1c_3 assay on the advia chemistry 1800 instrument when using reagent lot 230. In addition a patient sample correlation using reagent lot 220 vs reagent lot 230 indicated a 10% bias between the two lots. There were no reports of patient intervention or adverse health consequences due to the calibration failures and the bias on patient samples.